Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A u.s. Distributor contacted zoll to report that the patient developed skin irritation from the ucor hfams patch. The patient described the area as itchy red-raised under and around the patch. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. Reporting out of an abundance of caution. The outcome of the skin irritation is unknown.